Manufacturer narrative:
This supplemental report is to inform that upon further review, per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Initially, we determined that the event was MDR reportable due to a backflow of liquid from the water container into the unit co2 regulator (ucr), in which case we determined that it was a potential adverse event because of the risk for infection. Upon further investigation, it was found that liquid does not flow back into the ucr from the water container unless multiple situations occur simultaneously .there are no reports of situations occurring for this complaint. In addition, a component analysis was performed on the water droplet traces in the tube of the ucr at a similar complaint. The results of this component analysis detected silica and others that appeared to be derived from tap water, but no component that appeared to be body fluids were detected.

Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. There was no service record for the subject device. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the finding during the incoming inspection, there was the possibility that the reported phenomenon was caused by the backflow of liquid into the device body.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that there was a trace of water droplets inside the air supply hose in the subject device during the incoming inspection for repair at olympus service operation repair center (sorc). The subject device was returned to sorc because the flow indicator suddenly lighted and the supply of carbon dioxide stopped during use at the user facility. The reported phenomenon was duplicated by sorc. There was no report of patient injury associated with this event.